Manufacturer narrative:
Report # 3012293198-2019-00002 is associated with (B)(4), biotene mouth spray (original).

Event description:
They had to give him a shot he went into anaphylactic shock [anaphylactic shock] he couldn't breathe [difficulty breathing]. Case description: this case was reported by a consumer and described the occurrence of anaphylactic shock in a (B)(6) year-old male patient who received glycerin (biotene mouth spray (original)) oromucosal spray (batch number unk, expiry date unknown) for dry mouth. On an unknown date, the patient started biotene mouth spray (original). On an unknown date, an unknown time after starting biotene mouth spray (original), the patient experienced anaphylactic shock (serious criteria hospitalization and gsk medically significant) and difficulty breathing (serious criteria hospitalization). The action taken with biotene mouth spray (original) was unknown. On an unknown date, the outcome of the anaphylactic shock and difficulty breathing were unknown. The reporter considered the anaphylactic shock and difficulty breathing to be related to biotene mouth spray (original). Additional information, adverse event information was received via call on 02 january 2019. The patient's friend called in about biotene mouth spray 1.5oz (original) and reported that, "he couldn't breathe. They had to give him a shot he went into anaphylactic shock. Emergency medical services came and took him to the hospital because of it. I don't know if he would want the form I will tell him to call you guys back. He is on oxygen in the first place." This case is link with case ID (B)(4).